Event description:
Customer called to report a pod that alarmed during operation after wearing it for less than 12 hours. He stated that prior to the pod alarm, his blood glucose (bg) was reading high despite bolus insulin doses. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damge to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.